Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we didn¿t find any other complaint on lot number 9432971 the device was not returned; however, the issue of pusher connection difficulty is known. Checking the quality databases revealed a corrective and preventive action. This CAPA has conducted to the redesign of the pusher.

Event description:
According to the available information the pusher contained in the double j stent kit does not come out on the other side and was unable to be used. No clinical consequences and a different pusher was used.